Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty printed circuit board. A software update to a newer version was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use for an endoscopy procedure, the evis exera iii video system center had connectivity issues (no image) when connected to an older scope. The issue did not occur with newer scopes. The older 180 series scope was plugged in, and the image would flash on the screen, but would not give a picture through the camera, just a black picture. The 180 series scope was tried with another evis exera iii video system center, and the scope was working as intended. No other device was involved in the event. The intended procedure was completed with a 190 series scope. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty operational amplifier. The subject device was manufactured before the circuit design of the operational amplifier of dr board (printed circuit board) was changed. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.